Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Additional products: serial# (B)(6) h6:FDA method code(s): b01, b15 h6:FDA result code(s): c15, c020701 h6:FDA conclusion code(s): d02, d11, d1105 additional products: serial# (B)(6) h6:FDA method code(s): b01, b15 h6:FDA result code(s): c19 h6:FDA conclusion code(s): d14 product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6), (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, serial port, and pump/driveline port. This is an additional finding not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to handling of the device. Functional testing of con307245 revealed that the no power alarm sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Log file analysis associated with con307245 revealed one (1) controller fault alarm logged on 12/apr/2023 at 12:58:13, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. Additionally, log files associated with (B)(6) revealed one (1) vad disconnect alarm logged on 12/apr/2023 at 16:20:22 indicating a physical disconnection of the driveline from the controller, likely due to troubleshooting during the reported c ontroller. Failure analysis of (B)(6) revealed that the controller passed visual inspection and functional testing. Log file analysis associated with (B)(6) revealed multiple controller power up events were logged on 12/apr/2023, indicating the controller was powered on. Various parameters, including time, patient ID, and pump ID were programmed following the controller power up events, indicating the power up event occurred during the initial programming of the controller. Log files associated (B)(6) revealed the controller power ups were followed by subsequent five (5) vad disconnect alarms on 12/apr/2023, indicating the driveline was not connected to the controller; no other alarms were logged within the analyzed period. As a result, the reported controller fault alarm and vad stop events were confirmed. The reported failure to restart event could not be confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 was opened to investigate internal battery issues with controller 2.0. Based on the available information, a possible root cause of the vad disconnect alarms involving (B)(6) can be attributed to but not limited to, the controller being powered on without a driveline con nected and/or an improper connection between the controller driveline port and pump driveline connector. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Continuation of d10: 694765 lead implanted: (B)(6) 2003, 5076-52 lead implanted: (B)(6) 2003 additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 30-jun-2018 / serial #: con307245 UDI #: (B)(4) d9: yes, return date: (B)(6) 2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 30-jun-2017 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g02002 h6: FDA device code(s): a0705 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16 d1: heartware ventricular assist system ¿ controller 2.0 d4: model #: 1420 / catalog #: 1420 / expiration date: 31-may-2023 / serial #: (B)(4) UDI #: (B)(4) d9: yes, return date: (B)(6) 2023 h3: no, device evaluation anticipated, but not yet begun dev rtn to MFR? Yes h4: mfg date: 18-may-2022 h5: no h6: patient ime code(s): e2403 h6: imf code(s): f26 h6: img code(s): g04035 h6: FDA device code(s): a141204 h6: FDA method code(s): b21 h6: FDA results code(s): c21 h6: FDA conclusion code(s): d16. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with a controller fault alarm due to the internal battery end of life. The controller was exchanged, but the ventricular assist device (vad) did not restart. The driveline appeared fully engaged, and the screen of the controller showed all parameters but with flow 0.00, speed 000, and watts 000. The driveline was disengaged and re-engaged again, and the same readings were on the controller. It was noted that the second controller was powered by one battery and wall power. The patient¿s chest was auscultated without a vad hum. The controller was successfully exchanged to an alternate software controller that was connected to a battery and wall power. The vad restarted and the vad readings were stable. The vad remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and a revision to the product event summary. Revised product event summary: the pump ((B)(6)) was not returned for evaluation. Two (2) controllers ((B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the returned device passed visual inspection and functional testing. Visual inspection of (B)(6) revealed contamination within both power ports, the serial port, and the driveline connector. This is an additional finding not related to the reported event. The most likely root cause of the observed controller port contamination event can be attributed to handling of the device. Functional testing of (B)(6) revealed that the no power alarm only sounded briefly when both power sources were disconnected from the controller and a controller fault alarm was triggered during testing, indicating an issue with the internal battery. Internal inspection also revealed that the internal nickel-metal hydride (nimh) battery, which powers the no power alarm, was swollen. After the internal battery was replaced, the controller performed as intended. Log file analysis revealed that (B)(6) was the patient¿s primary controller. Review of the controller log files associated with (B)(6) revealed one (1) controller fault alarm logged on (B)(6) 2023 at 12:58:13, indicating an issue with the internal battery. Log files also revealed that the controller was in use for more than two (2) years. One (1) vad disconnect alarm was then logged on (B)(6) 2023 at 16:20:22 indicating a physical disconnection of the driveline from the controller, likely during the reported controller exchange. Review of the controller log files associated with (B)(6) revealed multiple controller power up events logged on (B)(6) 2023, indicating that the backup controller was powered on. Various parameters, including time, patient ID, and pump ID, were programmed following the initial controller power up events, indicating that the power up events occurred during the initial programming of the controller. The controller power ups were followed by five (5) subsequent vad disconnect alarms, indicating that the driveline was not connected to the controller. Three additional controller power up events, without associated motor start events, were then logged on (B)(6) 2023 at 17:36:05, 19:00:50, and 19:02:37. Further review of the data log file associated with (B)(6) revealed data points logged on (B)(6) 2024 at 17:36:40 and 19:01:22 indicating that the vad stopped alarm was disabled. If a controller is programmed by the dvsa (disable "vad stop" alarm) method, the start vad button must be pressed on the monitor or power sources must be disconnec ted then reconnected to enable autorun for the pump to start. Otherwise, the pump will not start and remain in a disabled mode. When a driveline is connected to the controller while the dvsa mode is enabled, the controller will not start the pump and will display ¿0¿ for all parameters. The inability of the pump to start due to the controller being connected while the dvsa feature was enabled was most likely perceived as the reported failure to restart. As a result, the reported event was confirmed. The most likely root cause of the reported controller fault alarm event can be attributed to a reduced charge capacity of the internal nimh battery. CAPA pr00492825 investigated internal battery issues with controller 2.0. The most likely root cause of the reported failure to restart event can be attributed to the use of the disabled vad stop alarm command during the controller exchange. CAPA pr00660445 is investigating the dvsa feature being enabled during controller exchange events. H6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.